Manufacturer narrative:
The pump was received with a blank display and a constant tone due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. They were unable to verify for the unexpected restart alarm or reset anomaly due to the blank display. The pump was received with a minor scratched display window, a cracked reservoir tube lip, a cracked reservoir tube window, cracked reservoir tube window corners, and cracked battery tube threads.

Event description:
The customer reported via phone call that he was currently on vacation and he went swimming with the pump on for about 5 minutes before he noticed that it was still connected to his swim shorts. Customer stated that when he pressed the act button after getting out, the menu came up for about 5 seconds and then the display went blank immediately after. Customer stated that there was a steady noise that it was making and now the pump was not doing anything 30 minutes later. Customer stated that the pump did start counting up and the display returned with an unexpected restart alarm. Customer's blood glucose was 80 mg/dl an hour before the incident. Customer stated that the pump went blank immediately after it was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.